Manufacturer narrative:
As reported in a research article valve stenosis was noted three years after implant, which remained six years after implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. (B)(6). It was reported that on (B)(6) 2015, a 23mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2021, on ultrasound it was revealed that the implanted valve had moderate stenosis with average gradient of 20 mmhg, maximum speed of 3 m/s. These values were identical to those found in (B)(6) 2018. The left ventricular ejection fraction was reduced at estimated 25%, and it had been 35% in 2018. The mean left ventricular aortic gradient was 20 mmhg. The maximum aortic velocity was at 303 cm/s (4.17 m/s after long diastole). The aortic surface area was calculated at 0.88 cm² (0.46 cm²/m²). The valve was not replaced despite complications. The patient status was unknown. No additional information was provided.